Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was shutting off on its own. As such, patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, the issue resolved.